Manufacturer narrative:
Evaluation summary: adult vamp-vamp tubing was found to be completely detached from solvent bond joint with reservoir. Indication of adhesive was visible at most part of tubing bond area, but appeared to be thin. Detached tubing was severly bent near the bond joint.

Event description:
Reportedly, the device failed.